Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-jul-09 that the patient was on high dose stimulation and not doing well with recharging. The patient was seeking replacement. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (product ID# 97714 / sn: (B)(4)) revealed it was functioning within specifications but has reduced capacity due to overdischarge{s}. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 3.825 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. Patient medical history was reported to include chronic pain, spinal cord stimulation (scs), and type 2 diabetes. It was reported that the patient had not charged the implantable neurostimulator (ins) in four months or more due to a back surgery. The patient planned to meet with their health care provider (hcp) on (B)(6) 2019. The issue was not yet resolved. A surgical intervention was not planned or performed. No further complications were reported. On 2019-jun-11, additional information was received from a manufacturer representative (rep) reporting that the rep met the patient at the doctor¿s office and they used their antenna locator and got a poor. They charged the patient¿s ins to ¼ tank and cleared the por. It was indicated that the patient was receiving effective therapy. The rep had no further information at this time. No further complications were reported/anticipated. On 2019-06-18, additional information was received from the manufacturer representative on 2019-ju-18 reporting that the implantable neurostimulator (ins) was in over discharge status and automatically flipped to power on reset (por) to resolve the status. The consumer was contacted and the health care provider (hcp) was made aware of the event. No further complications were reported. On 2019-jun-25, additional information was received from a manufacturer representative (rep) reporting that the patient had called the rep stating that they liked the high density (hd) stimulation, but that the ins was depleting quickly since they were over discharged. It was reported that the patient was going to try the hd settings another day and then they would talk about a potential replacement with their doctor. No further complications were reported/anticipated.